Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. The pump was received with cracked display window corners, battery tube threads, reservoir tube lip, scratched lcd window. Pump passed self-test. No unexpected little reddish dots on the screen or display anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery compartment was damaged. The customer states the display had several little dots. The customer states they performed self-test and the dots were still present. The customer states the buttons had intermittent response. The customer's blood glucose level was 129mg/dl. The customer was advised the pump would be replaced and returned for analysis.